Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. .

Event description:
It was reported that the cassette was partially unlatched. Fully remove and reattach the cassette. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was related to any previous repair. Visual inspection found the device with scratched lens and tamper seals intact. There was evidence of the error recorded in the event history log. The customer reported problem was not verified/duplicated during functional testing. No fault was found with the device and no actions were required or taken. The root cause was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device was previously repaired on 17-feb-2022 for no return reason given. No repairs were completed, so it would not impact on this complaint. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).